Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was not returned per facility policy.